Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm unless air is observed. The disposable cartridge was not available for evaluation. The cycler alarmed appropriately. The exact cause of the venous air alarm cannot be determined although air alarms at the beginning of treatment are typically indicative of inadequate removal of air during prime by the operator of air introduced during pt connection. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Multiple venous air alarms occurred at the start of a routine hemodialysis treatment. Some air was removed from the circuit following manual recovery instructions, however, the operator was unable to resolve the alarms. Rinseback was not performed, due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 190cc. No medical intervention was required.